Event description:
It was reported that the right ventricular (rv) lead exhibited increasing pacing impedance and high capture threshold. Loss of capture was noted as a result. A lead fracture was suspected. No intervention was performed. There were no patient consequences.